Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the radial artery. The non-totally occluded, concentric,de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 32 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed to redilate the lesion. However, when the device completely withdrawn, the physician noticed that the stent edge was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was described as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds); associated with the finished goods batch was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the radial artery. The non-totally occluded, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 32 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed to redilate the lesion. However, when the device completely withdrawn, the physician noticed that the stent edge was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was described as stable.